Event description:
Caller reported that the insulin cartridge leaked. There was no adverse impact to the customer¿s blood glucose level. Customer was educated by technical support to fill the cartridge before loading it onto the pump and successfully resumed insulin therapy after changing the cartridge, with a replacement requested for the defective cartridge.